Event description:
It was reported that the left monitor on the 9800 system would intermittently go blank. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reposition and tighten the ccd camera cover as it was causing a short. The cover was repositioned and tightened. The system was tested and found to be working as intended and placed back into service.